Manufacturer narrative:
At this time, the device remains in service. Additional information has been requested; however, no information is available at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right atrial (ra) lead exhibited ra noise and a high impedance measurement of greater than 2000 ohms. No adverse patient effects were reported. The device remains in service.